Event description:
An alaris infusion pump was set to infuse heparin 25,000 units/250 ml at a rate of 12.5 ml/hr. In less than 2 hours a new 250 ml bag was found "almost empty". There were 40 ml remaining in the bag. The pump's event log shows that both channels were programmed as prescribed.